Event description:
This pt is a (B) (6) male after having an umbilical hernia repair on (B) (6) 2010 returned to the hosp on (B) (6) 2010 with abdominal pain for two days. A CT was obtained showing free air and contrast in the abdomen. During surgery, mesh was encountered and subsequently incised, at which time exploration revealed a protack that was free in the right upper quadrant directly overlying the small bowel where there was perforation present. The tack was removed from the abdominal cavity as well as another tack that was partially extruded from the fascia and sent to pathology. The remaining mesh and tacks were then removed and sent in another container to pathology.